Manufacturer narrative:
Several attempts were made to contact the customer to request additional information, but the customer was unable to be reached, and no additional information had been provided. The product malfunction was unable to be confirmed because the customer has not been able to be reached. No additional information could be obtained. It is unknown how the issue was resolved. Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the device could not correctly obtain the blood oxygen value measurements. It was unclear if the device was in use on a patient at the time of the event. There was no adverse event reported.